Event description:
The account stated that an initial elevated magnesium result of 3.12 mmol/l was generated. The sample was repeated and results of 0.87, 0.88 and 0.90 mmol/l were generated. The elevated result was not reported. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.